Event description:
Device malfunction: stent dislodged off the balloon. Time of malfunction: during device preparation symptoms/ ae: none. It was reported that during preparation of a rx herculink, the stent came off the balloon while on the sterile field. The device was replaced with a new rx herculink and the procedure was completed uneventfully. This incident occurred before entering the patient's anatomy. There were no patient effects reported. No additional information is available.